Event description:
It was reported that a device used during an diagnostic laparoscopic procedure. There was a leak noticed coming from the trocar site, a tear was noticed. Open another device to complete the case. There was no consequence to patient.